Event description:
The device evaluation identified three samples received; the failure mode ¿leaking¿ was confirmed in the devices received. There was no patient involvement.

Manufacturer narrative:
The affected device was returned for evaluation. The device evaluation identified three samples received; the failure mode ¿leaking¿ was confirmed in the devices received. There was no patient involvement. B3. Date of event: event was reported to have occurred on 16-dec-2024 and 15-jan-2025.